Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length bifurcated stent was selected for use in a pt. It was reported that, the stent graft was successfully placed. Upon final angiogram the physician felt that the stent graft was shorter the the selected device. It was reported that the physician inserted a measuring catheter which the physician counted that markers and teh measurements measured 13.5 cm. The physician elected to add an extension cuff and the results were fine. Medtronic has rec'd the device and the analysis of the device history record review and the stent graft delivery system has been completed. Device history record review demonstrates that the complaint device met manufacturing specification before and after loading of the stent graft into the delivery system. The recorded measurements of the stent graft before and after loading the stent graft into the delivery system met specification. It was verified that the labels printed for the devices were that for 165 mm length device. Physical measurements were taken that indicate that the device is within specification and measured at approx 165 mm length, indicating that a stent graft with the length of 165 mm was in this delivery catheter. Medtronic has rec'd one CT of the device and teh CT has been sent to an outside medical professional for analysis and request for add'l info has been made. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Pending film evaluation from an outside medical professional.